Event description:
The patient's father reported that the pump emitted at least 1-2 loss of prime warnings daily over the past week. The pump was primed four times on march 15 per the prime history. The patient says he thinks the patient is having to complete all prime steps including rewind, load, and prime following the pump warning. He said there is no evidence of damage to the pump or battery cap. The battery cap was almost exactly six months old, but there was no visible damage to the battery cap. This complaint is being reported because the pump may have lost power causing the patient to complete the entire ezprime process each time the pump lost prime.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 05/22/2012. Device history record review was conducted on 04/26/2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: evidence of rebooting was observed in the pump history, which was not duplicated during evaluation. The pump was exercised for 24 hours with no rebooting or power loss. The pump was opened and no issues were observed. Pump history from the date of the complaint was overwritten. No physical damage was observed to the pump.